Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the deivce had an electrical reset. The clinician was able to clear the reset message and program back to previous settings. The device is still in use. No patient complications have been reported as a result of this event.